Event description:
It was reported that during a scheduled septoplasty and right maxillary balloon plasty with irrigation; the patient was irrigated with a jet lavage system. It was noted that the patient's right eye started swelling. Immediately after the procedure, the patient's head was elevated and the swelling appeared to lessen, however, upon awakening from the anesthesia, the patient complained of double vision, which is reported to be improving at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The hydrodebrider system is intended to irrigate the paranasal sinuses including post endoscopic sinus surgery and office based irrigation. The hydrodebrider handpiece is used to direct and deliver pressurized irrigation solution to a localized site. In cases where the lamina papyracea has been compromised during the surgical procedure, care should be taken not to direct the flow of irrigant through the fistula and into the orbit.